Event description:
Uncomplicated ce/abic with itrack advance (no trabeculotomy). The insertion and initial circumnavigation was smooth without any intracanalicular obstructions. While withdrawing and viscodilating, the sliding mechanism stopped and the withdrawal seemed to halt. This was after about 4-5 clock hours. Then, it suddenly released with an audible and tactile snap. The surgeon withdrew the microcatheter, noting the catheter sheath had snapped off relatively close to the hub and the black guidewire was visible. The remainder of the outer sheath was retained in the canal. The surgeon retrieved this using microforceps.

Manufacturer narrative:
Nova eye has completed the root cause investigation into the cause of recent reports of itrack advance catheter breakages and identified and implemented the required corrective actions. To date, these are confirmed as effective in preventing further catheter breakages. Nova eye will continue to monitor all product feedback to confirm the effectiveness of the actions taken.